Event description:
Pt has obtained the meter two weeks ago and only noticed the meter was set to the wrong unit of measurement the day they contacted lfs. They did not experience a power interrupt with the meter and only went into the set up mode the day they purchased the meter. They did not seek medical attention or call their md. This case is being reported as a malfunction, since it appears to be a spontaneous occurrence' not caused by changing the battery; or the pt accidentally changing the settings. No further info was provided.